Manufacturer narrative:
This case was created double. Please see: 9610612-2020-00833.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt414r - cup insert.instr.w/thread m8x1 str short. According to the complaint description, the instrument could not be turned off after implantation of the plasmafit cup. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).